Event description:
The following description of the event was documented by a carefusion tech support specialist in response to a phone conversation with user facility representative(s). ''[Name removed] in biomed received blender (B)(4) and on initial check out found the alarm bypass was not alarming. He verified the bypass was the root cause by swapping the part with a known working blender."

Manufacturer narrative:
The user facility did not submit a user facility report to the MFR. The alleged faulty device was received by carefusion, routed to the carefusion failure analysis lab and staged for eval. Once the eval is complete, a f/u medwatch will be submitted.